Event description:
Patient reported experiencing elevated blood glucose level since (B)(6) 2012. Patient stated her blood glucose level was between 40mg/dl and over 500 mg/dl. Patient's normal blood glucose level was not provided. Patient reported she was taken to the hospital by her partner and was in stationary treatment for one week. Patient stated she received no treatment other than a diabetes readjustment; her basal rate was changed. Patient reported taking correction via the infusion device and was able to get her blood glucose level under control by herself. Patient stated she thinks the infusion device does not deliver insulin correctly. Patient reported the infusion device also triggered an error 4 (occlusion) error message. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.